Event description:
The device (part #: cev134) was returned to mxi service and repair.

Manufacturer narrative:
Complainant/facility: (B)(6). The device had a leak at the 3.5 mm diameter electrode tube. Note: this MDR is being filed as a result of an internal review of complaints from metronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CPAP (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).